Event description:
The event is reported as: the customer alleges that the connector on the face mask detaches easily from the vent. Another mask was used which worked as intended. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.